Event description:
It was reported that the ventilator generated low o2 alarms. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
No service on the ventilator has been requested. Provided ventilator logs were reviewed. Alarms for low o2 concentration in combination with alarms for high airway pressure could be confirmed. Successful pre-use check was performed prior the event. The technical log does not contain any technical error codes to indicate any ventilator malfunction. The root cause of the event has not been determined. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).